Event description:
This 47 year old female had previously implanted silicone gel breast implants, but had problems with encapsulations and recent x-rays demonstrated an extracapsular rupture of the median aspect of the right breast implant. Neither the date of the silicone gel implantation or the name of the manufacturer is known to this reporting facility. Gross exam: both gel implants are ruptured. Both capsules show multinucleated foreign body giant cell reaction.